Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements with oversensed noise. The patient is not pacemaker dependent and there was no evidence of pacing inhibition or asystole. Surgical intervention was performed and the lead was tested on the pacing system analyzer (psa) which confirmed a lead issue. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the df-1 proximal terminal leg was severed and not returned. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities on the portion of the lead that was returned.